Event description:
It was reported that (5) devices were used during a prostatectomy. It was reported by the affiliate that the pmw35 instruments didn't fire. Another instrument was used to complete the case. There was no consequence to the pt.